Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing of a clearlink buretrol add-on set which resulted in a fluid leak. While preparing to prime the set with blood prior to patient use, it appeared as though there was a hole in tubing where the slide clamp was which resulted in a leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.